Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head picture was unclear during an unspecified procedure that was completed using the same device. After testing the device again, the image would not show. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damaged cable, there was no image. Cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head picture was unclear during an unspecified procedure that was completed using the same device. After testing the device again, the image would not show. There were no reports of patient harm.